Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The site communicated that the patient was admitted for management of progressive driveline (dl) infection and upon admission was incidentally found to be covid positive with swab from (B)(6) 2021. On the morning of (B)(6) 2021, the patient began feeling unwell and experienced low flow alarms. The patient decompensated very quickly and required admission to the intensive care unit (ICU). A central line was placed and aggressive workup for suspected pump malfunction versus right heart failure initiated. The patient was found to have a proximal outflow graft thrombus on computed tomography angiography. Despite aggressive management, the patient continued to deteriorate rapidly, and the family transitioned to comfort care. The patient expired on (B)(6) 2021. The heartmate 3 lvad, serial number (B)(6), was not explanted for analysis. The heartmate 3 lvas IFU lists device thrombus and infection as adverse events that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. Also, this IFU, as well as the hm3 lvas patient handbook, provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jun2019. The heartmate 3 lvas IFU is currently available. Section 1 list lists device thrombus, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document informs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for management of progressive driveline (dl) infection and upon admission was incidentally found to be covid positive with swab from (B)(6) 2021. On the morning of (B)(6) 2021, the patient began feeling unwell and experienced low flow alarms that became continuous later that afternoon. The patient decompensated very quickly and required admission to the intensive care unit (ICU). A central line was placed and aggressive workup for suspected pump malfunction versus right heart failure initiated. The patient was found to have a proximal outflow graft thrombus on CT (computed tomography) angiography and was planned for lvad (left ventricular assist device) exchange on (B)(6) 2021. Despite aggressive management, the patient continued to deteriorate rapidly through the day and into the overnight. The family transitioned to comfort care only and the patient ultimately expired just after 1400 on (B)(6) 2021. Autopsy declined by the hospital; therefore, the pump was not explanted. No additional information provided.